Manufacturer narrative:
The pt remains implanted with the lvad pump. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approx 10 months post-implant, the pt called the hosp to report several alarms while connected to the power base unit (pbu) as well as a vibrating feeling and pump stoppages. The pt was admitted to the hosp and the pbu, pbu pt cable and system controller were exchanged, but the alarms did not resolve. Since the pt experienced no alarms while on battery support, he was connected to batteries during the night. The external portion of the percutaneous lead has been replaced by the thoratec technical service team and the pt has been listed for transplant.